Event description:
It was reported that the user experienced intermittent communication failure between a dexcom g7 continuous glucose monitor (cgm) and the ilet bionic pancreas via bluetooth, resulting in signal loss to the ilet; the issue pertains to electrical and magnetic components, specifically the antenna. No adverse clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication, analysis of information provided by the user, and a review of interoperability between the devices. Investigation of this case revealed an interoperability problem with intermittent communication involving the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a transient communication interruption resolved with standard troubleshooting.